Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. (B)(4).

Event description:
During a follow up, the impedance and threshold of the left ventricular lead were noted to be high. The lead was explanted and replaced and the patient was stable.